Event description:
Synchronized cardioversion performed on pt at 150 joules and smelled like something was burning. On exam by dr. At bedside, a first-degree burn was present to center of chest where pad was present. Antibiotic ointment was placed to area of burn by dr.